Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit powered up properly after battery installation. Unit was received with operating currents within specifications. Unit passed the rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement tests. No pump error 41 or pump error 37 noted. Unit alarmed pump error 63 alarm during self test and confirmed in the pump history due to a broken pin 6 trace on the keypad assembly. The motor was tested outside of device and passed.